Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a re-implant procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence. The aus cuff, pump, and balloon was explanted and not replaced on an unknown date. On (B)(6) 2021 a new aus cuff, pump, and balloon was implanted. The patient was excellent following the procedure.